Event description:
Immediately after inserting the catheter into patient and while the catheter was in the left atrium, the physician noted it was tough to move the guidewire. The physician attempted to maneuver the catheter without success. The guidewire felt stuck in the catheter and took much effort to remove the guidewire from the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).